Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right ventricular (rv) channel. This channel also registered varying sensing amplitudes, including low values around 2 mv. After reprogramming of sensing parameters, oversensing of p waves was observed. Provocative maneuvers were performed with negative results. The physician decided to continue monitoring this patient. No adverse patient effects were reported. This ICD remains in service.